Event description:
The physician did not place the iliac leg graft with enough overlap. The graft was fine at the one month f/u, but a the six month f/u, a type iii endoleak was noted. An iliac leg graft was placed to bridge the gap and the endoleak was resolved.

Manufacturer narrative:
Eval: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful eval of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An eval of this event found that it was caused due to the failure during the initial placement to fully overlap the iliac leg graft with the main body graft.